Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 492 mg/dl. The customer was offered to troubleshooting for high blood glucose and declined. Customer stated that the symptoms related to high blood glucose such as vomiting. The customer was treated with injection and bolus for high blood glucose. The insulin pump will not be returned for analysis.